Event description:
Rptr has had multiple surgeries; mastectomy, reconstruction, rejection of implant then a ruptured left implant. It was "repaired" in 1987. Rptr is now disabled. She has no energy, hardness of left implant, emotional disorders and severe joint pain. Rptr has difficulty doing housework and can not hold her arms over her head very long. She has had her implants replaced 3 times.